Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: evaluation revealed that when the pump is booted no display is present and the audio/vibrate can be heard and felt. The pump was opened and the display was found to be cracked/damaged. Investigators were unable to duplicate customer complaint of a dim red display due to the display being damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the pump booted to no display this report is made based on results of investigation completed on 04/17/2014.